Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open incarcerated incisional hernia repair with mesh. It was reported that after implant, the patient experienced chronic pain, infection, adhesions and mesh migration. Post-operative patient treatment included laparoscopic removal of mesh and lysis of adhesions.

Manufacturer narrative:
(B)(4) (mesh migration and mesh removal). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a open incarcerated incisional hernia repair with mesh. She had revision surgery 11 months post-surgery. The patient underwent incarcerated incisional hernia. The patient experienced chronic pain, infection, mesh migration and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional umbilical hernia repair. It was reported that after implant, the patient experienced chronic pain, infection, adhesions, mesh migration, scarring, discomfort, recurrence, attenuated midline fascia, and suffering. Post-operative patient treatment included laparoscopic removal of mesh, lysis of adhesions, hernia repair, hernia repair with mesh, resection of omentum, removal of hernia sac, and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional umbilical hernia repair. It was reported that after implant, the patient experienced chronic pain, infection, adhesions, mesh migration, scarring, discomfort, and suffering. Post-operative patient treatment included laparoscopic removal of mesh, lysis of adhesions, hernia repair, resection of omentum, removal of hernia sac, and revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open incarcerated incisional hernia repair with mesh. It was reported that after implant, the patient experienced chronic pain, infection and mesh migration. Post-operative patient treatment included laparoscopic removal of mesh and lysis of adhesions.